Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a power trialysis implanted on (b(6) 2022. On (B)(6) 2022, during performing CT examination, when it was connected to the venous lumen, the catheter was damaged before the limiter was applied. The clamp was not opened. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking dialysis catheter was confirmed. The product returned for evaluation was one 20cm powertrialysis dialysis catheter. Usage residues were observed throughout the sample. Abundant coagulated blood products were observed in the venous extension tube. Ballooning and splitting of the extension tubing was observed just proximal of the blood products. Microscopic inspection of the venous extension tube confirmed ballooning/deformation proximal of the occluding blood products. Thinning of the tubing was evident. The fracture surfaces exhibited a granular texture. An attempt to infuse water through the sample using a 12ml syringe revealed the arterial lumen and the power-injectable lumen to be patent to infusion. The venous lumen was fully occluded by blood products distal of the split in the extension tubing. The deformation and fracture features were consistent with burst damage secondary to over-pressurization. The complete blood products occlusion suggested that infusion against resistance/occlusion likely contributed.

Event description:
It was reported that the patient had a power trialysis implanted on (B)(6) 2022. On may 6, 2022, during performing CT examination, when it was connected to the venous lumen, the catheter was damaged before the limiter was applied. The clamp was not opened. There was no reported patient injury.